Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and failed. Charge and boot testing was performed and failed. The receiver log was not downloaded and reviewed, finding no errors related to the complaint. Functional testing was performed and failed relevant testing. A receiver download was not performed and no data was provided for evaluation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.